Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a cracked screen. There was no reported adverse patient impact.